Manufacturer narrative:
The device was discarded by the site and unavailable for evaluation. The association between the jetstream device and the noted event cannot be conclusively ruled out. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.

Event description:
Event consists of additional intervention required post jetstream procedure. This event involved a male patient whose age and complete medical history are unknown. A jetstream procedure was performed on a male patient at an outpatient facility to treat a cto (chronic total occlusion) on the sfa (superficial femoral artery). Prior to atherectomy, an angiogram was performed and distal flow was present on the runoff below the knee. The jetstream procedure was completed using an xc - 2.1 catheter. The physician did not report any difficulties with the jetstream device or performance. Following, an angioplasty balloon procedure was done. An angiogram was performed post-procedure to assess the results and it was observed that distal flow was unable to be visualized. The patient was then admitted to the hospital and tpa was administered. Later that day, a third angiogram was performed following the intervention of tpa and flow was restored and present. The patient was reported to recover with no further complications or additional intervention.